Event description:
It was reported by the customer that the pyxis medstation es system drawer keeps failing and the issue persists even after a reboot. Customer stated that there was a delay in dispensing a medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that failures with hh drawer 2 and 5. A field service engineer, reseated row board cables to resolve the issue. The system functioned as intended.